Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the failure was caused by a defect in the circuit printed board, the cause of the defect in the circuit printed board and the freeze imagen reported could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The subject device (evis exera iii video system center) is an olympus loaner asset that was returned for a frozen image. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a frozen image was not confirmed. In addition, the front panel did not work due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.